Event description:
The customer contact reported a tubing separation; subsequently, blood loss was noted. The tubing set that was directly connected to the pt's IV catheter was being used to deliver hyperalimention and lipids. After approximately two days in use, it was noted that the tubing separated from the t-connector. It was reported the tubing was "found lying loose" in the pt's bed and a small amount of blood loss was noted. The tubing set and IV catheter were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.